Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture,¿ baker grade unknown, ¿bilateral tightness,¿ ¿mental pain,¿ ¿increased risk of bia-alcl¿ and ¿anguish and anxiety.¿

Event description:
Patient representative reported patient experienced ¿capsular contracture,¿ baker grade not specified, ¿bilateral tightness,¿ ¿mental pain,¿ ¿increased risk of bia-alcl¿ and ¿anguish and anxiety.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿suffering¿ and ¿disfigurement;¿ these events are not related to the device. Device was explanted. This record is for the left side.